Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. It was reported that the ins recharger was not working. It was reported that the insr battery level was not changing when plugged in and was only charging to ¾. The patient reported that they were in pain because they cannot charge the implant battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.